Event description:
A customer observed an elevated atellica im high-sensitivity troponin I (tnih) patient result. The initial, elevated result was reported to the physician and was questioned. There is no indication that the customer retested the sample. The initial result was considered discordant compared to a result of "negative" obtained when the patient was tested at a hospital. The retest result obtained at the hospital was from a different sample draw from the same patient. The actual test date, test method and troponin concentration were not provided. The patient was released from the hospital following the "negative" result. There is no allegation from the customer that a medical procedure or treatment, that may later be determined to have been unnecessary, was performed. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report a discordant (elevated) atellica im high-sensitivity troponin I (tnih) patient result which was considered to be discordant and was questioned by the physician. A retest performed from a different sample draw was negative which was considered to be correct. However the date of retest, test method used, the treatment provided, if any, in the interval between the first test and retest are not known at this time. Qc result data and instrument maintenance status are also not provided at this time. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00013 initial report on 2022-01-19. Correction - in section b6 of the initial MDR 1219913-2022-00013 report filed on 2022-01-19, the unit of measure is incorrectly listed as "ng/ml", but should be "ng/l". The corrected information is shown in section b6 of this report. Additional information - 2022-02-28. Siemens concluded the investigation for an outside united states (ous) customer observation of an initial falsely elevated atellica im high-sensitivity troponin I (tnih) result on one patient. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. The initial result on the female patient (550.28 ng/l) is greater than the instructions for use 99th% reference value for female serum samples (38.64 ng/l). The patient was redrawn at a hospital and had a low/negative troponin result on an alternate method. No information has been provided on this method. The original serum sample was not repeated on the atellica im at this laboratory. No other samples run at the time were affected, indicating this is a sample specific incident. Siemens reviewed the autocheck system data and no instrument issues were observed. The sample and reagent trace data from the date of the initial event could not be provided to siemens for further investigation. While the exact root cause of the initial falsely elevated result cannot be determined, siemens cannot rule out preanalytical issues with the sample. Based on the investigation results, no potential product problem was identified. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00013 initial report on 2022-01-19 and MDR 1219913-2022-00013 supplemental 1 report on 2022-03-23. Additional information - 2022-07-27. After the investigation was completed as documented in MDR 1219913-2022-00013 supplemental 1 report on 2022-03-23, the customer provided instrument trace files. Siemens reviewed the reagent trace files provided for the date of event (2021-12-15), but the sample in question (sid (B)(6)) was not present. Review of other tnih reagent trace files from day of event did not identify an issue. Additional information - 2022-08-03. Siemens confirmed that the times on the reagent trace files provided were between 12:37 to 23:51 gmt (+0100), which does not include the time the sample was run (09:03:00 gmt (+0100)). Additional information - 2022-08-08. Siemens hardware group reviewed the sample trace on all 100 ul aspirations (which includes the tnih assay). A potential "bleed off" problem was observed. Siemens has requested additional instrument files from the customer for further investigation. Siemens continues to investigate. In section h6, investigation finding and investigation conclusion codes were updated to indicate that the investigation is on-going.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00013 initial report on 2022-01-19, MDR 1219913-2022-00013 supplemental 1 report on 2022-03-23 and MDR 1219913-2022-00013 supplemental 2 report on 2022-08-26. Correction - 2022-10-25: a typographical error was found in section b4 of MDR 1219913-2022-00013 supplemental 2 report filed on 2022-08-26. The date of report is listed as "26-aug-8202" but should be" 26-aug-2022". Additional information - 2022-09-28: siemens has concluded the investigation for an outside of the united states (ous) customer observation of an initial falsely elevated atellica im tnih result on one patient. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. The initial result on the female patient (550.3 pg/ml) is greater than the IFU 99th% reference value for female serum (38.64 pg/ml). The patient was redrawn at a hospital and had a low/negative troponin result on an alternate method. No information has been provided on this method. The original serum sample was not repeated on the atellica im at this laboratory. No other samples run at the time were affected indicating this is a sample specific incident. Siemens reviewed the autocheck system data; no instrument issues were observed. The system sample trace files from the day of this event ((B)(6) 2021) were provided by the customer. The sample in question was not found in the data. Siemens requested additional trace files of 100ul sample size assays to review, since atellica im tnih uses a 100ul sample size, however, these were not provided. Atellica im tnih is a direct assay, where increased rlus and subsequesnt false positives could be caused by wash/aspiration issues. Siemens provided system troubleshooting guidance for the regional service team. - set the secondary vacuum to 2.4. - check wash probes for occlusions, replace if necessary. - check vacuum tubing from probes to waste bottle. While the exact root cause of the initial false elevated result cannot be determined, siemens cannot rule out preanalytical issues with the sample. A product problem has not been identified. The customer is operational. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.